Event description:
The customer reported volume fluctuations. The nellcor puritan bennett factory service technician verified that the volumes were out of spec. The npb technician inspected the device and replaced the cup seal. The unit seal passed extended testing. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.